Manufacturer narrative:
The reported event of leaking was confirmed. Upon disassembly the technician found debris and corrosion inside the device. Although active leaking was not observed, the diagnostic engineer diagnosed that the ¿presence of corrosion and debris inside the attachment could cause or contribute to substance coming out of the device.¿ corrosion and debris also provides evidence the device may have had fluid present in the interior at some point. The presence of a substance or debris on, inside, or leaking from the device is most likely due to improper cleaning and sterilization practices (not following recommended cleaning and sterilization methods) at the account site. The attachment is not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
Failure analysis is ongoing; additional information may be submitted once the results analysis is complete.

Event description:
It was reported that the pin collet was leaking an unknown substance during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the pin collet was leaking an unknown substance during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.